Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, customer was having issues with the sensor. Customer's blood glucose was 2.6 mmol/l. The insulin pump alarmed calibration error and change sensor. Customer was advised the sensor needed to be replaced.